Event description:
The customer reported that the cross-arm bearing was broken, and the cross-arm brake was not working.

Manufacturer narrative:
The ge rep replaced the cross-arm bearing and cross-arm brake. System operating as intended.